Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they got settings not available message on their controller when they tried to change their therapy settings since about the friday before last friday. Patient said they could feel stimulation in the upper part of their body, but could not feel stimulation throughout their body. Patient mentioned they had their therapy set to group a, but when they went to change groups to group b, they could not feel therapy throughout their body, but rather just in the upper part of their body. Patient said group a was set up for them to feel it throughout their body, but they went to physical therapy for their leg after a knee replacement the friday before last and used an estim after physical therapy on their leg, but then when they went to turn therapy on in group a, group a therapy would not turn on and the pt could adjust therapy down, but when they went to turn it up, they got settings not available. The pt was redirected to their hcp for more assistance.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot# serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they believe their rep told them that two of the leads were not working. The pt made an appointment with the rep and they reprogrammed the stimulator with new settings. Pt was asked, but did not clarify if the issue was resolved.